Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleural effusion with cardiac decompensation due to right ventricular stimulation from the leadless implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.